Manufacturer narrative:
(B)(4).

Event description:
X-rays indicated that the pt's lead had migrated. The pt also had pain on the lower edge of the neurostimulator. The pain was induced when pressing on the device, regardless of whether the device was on or off. Impedances were normal and were in the 500-600 ohm range. The pt was planning to undergo revision for the lead migration; there was a potential that the pocket may also be moved to avoid pain. The pt had some devices explanted (B)(6), 2011. It was not reported which devices were removed. The pt's pain was being controlled by oral medications. A f/u report will be sent if add'l info becomes available. See also MFR's report # 3004209178201103414.